Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A manufacturing device history record (DHR) review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Customers reported issue was duplicated during power-up process. Battery depleted was causing the pump motor drive off post; battery was at zero percent capacity. The root cause of the reported issue was determined. Issue was due to user error. Actions taken to mitigate the reported issue: replaced battery for preventive measure. Battery was over eight years old. Performed preventive maintenance and all functional testing.

Event description:
It was reported that pump motor drive off post failure event occurred. No patient injury reported.